Event description:
Information was received that this smiths medical cadd cassette reservoirs with pump gave high pressure alarm message while priming tubing. It was reported that the patient changed the cartridge to the back up pump and same message displayed. Reported that the patient back up pump locked up and had to be reset by taking the battery out. Subsequently, new cartridge was mixed and working with the first pump. No patient consequences were reported. No adverse effects were reported.